Manufacturer narrative:
The complaint sample was not available and the lot number is unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. The complaint sample was not available, therefore a search in the system was performed, to verify the product availability; unfortunately the entire lot has been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient called technical services as she was having abdominal pain and milky looking fluid in her drain line that she could not tell if it was fibrin. Follow-up with the patient's nurse who reported the patient had peritonitis. The patient was treated with ancef 1200mg intra-peritoneal (ip), daily and fortaz 1200mg ip, daily for two weeks. Her antibiotic treatment was working.